Event description:
Bottle to bottle variations in the acs:180 psa2 assay (lots 13, 17, and 18) lite reagent have been observed on in-house testing which may contribute to erroneous results that are either too high or too low.